Event description:
Event hardware removal was reported due to broken 5.5mm matrix rods. The original procedure and procedure dates are unknown. The hardware removal is the third procedure. The second procedure was a quad-rod construct performed in (B)(6) 2013. The construct spanned from t10-s1 utilizing seven universal connectors, eleven matrix screws, two 5.5 mm matrix rods and backed up with two 6.35mm expedium rods, but some levels were skipped due to blown out pedicles. The 5.5mm matrix rod on the right side broke cranially of l2 and l3. The 5.5mm matrix rods on the left side broke cranially of l2. All hardware was removed and re-instrumentation performed using the expedium spine system. The eleven matrix screws were implanted at the following locations. T-11 had a 6mm x 45mm matrix screw on each side. T- 12 had a 6mm x 45mm matrix screw on each side. No matrix screws were used at the l1 position. L2 had a 6mm x 50mm matrix screw on the right side only. L3 had a 7mm x 50mm matrix screw on each side. L4 had a 7mm x 55mm matrix screw on the left side. L5 had a 7mm x 55mm matrix screw on the right side. S1 had a 7mm x 55mm matrix screw on each side. It was also mentioned the surgeon having difficulty removing a seized cap during removal. This is 3 of 3 report for (B)(4). This report is for unknown locking cap.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown locking cap. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.